Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about broken infusion adapter. Customer reported that the infusion adapter broke when administering to a patient. The anticancer drug leaked out completely, and a malfunction was reported. The customer commented that they did not think it was subjected to any significant stress. They would like to know if there are any precautions to take in regards to the broken area to prevent recurrence.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction. Correction: following submission of initial MDR, it was identified the incorrect annex a code was originally reported. Annex a code updated to more accurately reflect reported failure. Device evaluation: one sample and photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken. A device history review was performed for lot 2401209, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were used for additional evaluation, no issues were observed and the product functioned as intended. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is possible the spike broke when inserting it into the IV bag. It is important to follow the instructions for use (IFU), according to the IFU, the spike must be inserted horizontally and following a series of precautions. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.